Event description:
Stretcher dropped with pt while unloading at the hosp. Crew reports unloading pt at hosp, both confirm hearing it click (indicates it is locked), one crew at the foot of stretcher and the other at the head. Crew proceeded about 2-3 feet from ambulance, stopped to close doors and stretcher unexpectedly dropped to the lowest level. Pt fully restrained including shoulder straps. Stretcher was removed from service.